Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was having problems. The patient went to a urologist and the urologist wanted the patient to shut it off. The patient was holding a lot of water and retaining a lot of urine after eliminating. The patient met with a manufacturer representative on (B)(6) 2017 and the manufacturer representative said it was working, but had to turn it up to 8.4 or ¿something like that.¿ it was noted the manufacturer representative thought they might need to replace the battery and lead. The patient would be going to a clinic that works with the therapy on (B)(6) and the patient had seen two other doctors previously, including one on (B)(6). It was reported the therapy was not on, the situation was not resolved, and that the patient had swelling in their feet. The patient wanted to make sure stimulation was off as the doctor wanted it turned off; turning stimulation on and off was reviewed. It was noted the patient did go to a cardiologist and had an EKG and echocardiogram. There were no further complications that have been reported as a result of this event.